Event description:
Patient stated she had essure implanted on the above date and since then she has been suffering from the following health issues: migraines, benign breast tumor, heart palpitation, autoimmune disease (fibromyalgia), metalic taste in mouth from metal allergy, brain fog, weight gain, chronic fatigue, localized pain, nausea, bowel issues, dizziness, hair loss, extreme bloating and inflammation around her pelvic area, breast pain and tenderness, abnormal periods, neurological issues, dental problems, numbness and tingling sensations, joint and back pain, grinding and crunching of teeth, anxiety, and premenstrual dysphoric disorder (pmdd). She would like to know what FDA is doing with this product.